Event description:
Mic secur-lok extension set 2 port y and clamp 12 in length. Lot 84460 was redesigned from a soft white rubbery y port to a clear harder plastic y port from which the enteral bag tubing frequently disconnects, wasting feeds and preventing enteral feeds from reaching pt.